Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed and the balloon was attempted to be inflated with water using a cook ds-60cc-s dilation syringe. The balloon could not be inflated and a leakage was observed from a rupture in the balloon material. A visual examination showed a rupture from the center of the balloon material to the proximal end of the balloon. The catheter did not show any kinks or bends. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor for leakage is if the device comes in contact with a sharp object or burr in the endoscope accessory channel. Also, the responses to additional questions indicate that it is not known what device was used to inflate the balloon. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook quantum ttc esophageal balloon dilator. The patient aspirated after they attempted to inflate the balloon. The balloon was found to be leaking. A section of the device did not remain inside the patient¿s body. The patient required antibiotics and breathing treatment due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did well after the breathing treatment and antibiotics.